Manufacturer narrative:
On july 29, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 350cc silicone breast implants which the patient experienced bilateral issue with capsular contracture unknown baker grade on the left and baker grade IV on the right side. On (B)(6) 2020, patient had the right implant removed and replaced with cat#:3503501bc, sn#:(B)(4). On (B)(6) 2020 health care professional reported that the patient's baker grade on the left side has increased and will now be getting replacement surgery. Date of explantation for the left side is unknown. This report is for the left side.